Event description:
Subsequent to the initially filed report, additional information was received: the exact sheath size used for the proglide that experienced the no sutures present when the plunger was removed is unknown. Multiple sheath sizes were used in the procedure (7f, 8f or the 8.5f). No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B5: procedure description d11: sheath size removed.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the common femoral vein was attempted with a proglide device, using the pre-close technique, via a 7f sheath prior to an interventional electrophysiology procedure. Reportedly, no sutures were present when the proglide plunger was removed. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.